Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the self test, reset error test and displacement test. No unexpected reset error alarms were noted. The insulin pump was received with a corroded battery tube. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump alarmed unexpected restart. Customer's blood glucose reading was 138 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.